Event description:
On (B)(6) 2014 the lay user/reporter contacted lifescan to report the onetouch verio iq meter was giving the error 2 error message. The sr. Medical surveillance specialist classified the complaint based on the information initially provided to customer service. On (B)(6) 2014 at 9:00 pm the patient obtained the error message error 2 on the reported meter; he did not obtain a blood glucose reading. At that time the patient experienced no symptoms of high or low blood glucose levels. The patient took the action of skipping his dose of lantus insulin. He did not seek any medical attention or treatment. Troubleshooting revealed the patient¿s testing technique and test strips were correct. The issue was not resolved. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms and denied seeking medical attention. The action of not taking his dose of long-acting insulin would not be expected to contribute to any serious injury. However, as the meter error message issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (09/10/2014). The lay user/patient¿s meter and test strips have been returned on 08/15/2014 and 09/08/2014, respectively, and evaluated by lifescan product analysis on 09/06/2014 and 09/09/2014, respectively, with the following findings:error message is observed in the error log, but error was not reproduced during the meter investigation. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where error 4 was observed during control solution tests. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.